Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off in mouth / turning part breaks off, through which I had the round thingy with the bristles detached in my mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she brushed with an oral-b rechargeable toothbrush, version unknown and he/she described that the head of the oral-b power oral care refills precision clean had broken off in his/her mouth twice now. The consumer described that the turning part broke off, through which he/she had the round piece with the bristles detached in his/her mouth. No symptoms developed.